Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the cause of the low drain volume alarm is the air in the patient line. Follow up with the customer revealed that after starting with new supplies he was able to continue with therapy. The customer stated that the supplies were discarded. The customer stated that there were no symptoms or medical intervention at the time of this incident. The customer stated that the peritonital dialysis (pd) nurse was aware of this alarm. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) machine during initial drain. The technical service representative (tsr) had the homepatient (hp) check lines for air. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.